Event description:
In 2009, the patient's mother reported the patient will have insulin come out of his infusion site at times. Scar tissue and proper rotation were discussed with the mother. She stated the patient uses an infusion set insertion device and practices proper rotation. She said, he tried to use his hip as a site but the site became infected, and he had to take medication to treat the infection. He discarded the infusion set. Complimentary infusion sets with a longer cannula were sent to the patient. Further attempts to follow up with the patient were unsuccessful. No blood glucose concerns related to this issue were reported. The patient did not require assistance form a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.